Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the u.s. By a perfusionist from the center that the patient's controller demonstrated power source switching or toggling without any power source disconnections. This occurred on all of the patient batteries. The switching was not reproduced by manipulating connections. There was no loss of power related to the switching. There were no patient issues and patient was stable. The issue resolved with the replacement device. Investigation is ongoing.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed several occurrences of power switching recorded where the switching took place before the 25% threshold. These premature switching events were most likely caused by a communication error between the controller and batteries. Heartware has opened an internal investigation to evaluate these types of issues. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing but failed visual inspection due to contamination and corrosion found in ps1 and ps2. The corrosion found on the pins may have contributed to the reported power switching. The most likely root cause of the reported event may be attributed to a communication error between the controller and the batteries. In addition, the contamination and corrosion found in both power source connector ports may have contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.